Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified test strips expire 03/31/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/24/2015. Customer performed a back to back blood test 177mg/dl and 185mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:with 174mg/dl.